Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The unit also was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported that the buttons on the insulin pump were unresponsive. The blood glucose reading was 323 mg/dl. Customer treated with a manual injection and stated that the blood glucose was high because she had eaten. Nothing further was reported.